Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that bolus co on a volumeview catheter could not be measured and therefore extra vascular lung water index was not shown on the ev1000 monitor on the first day of use. Higher elwi value was also observed and the monitor indicated accumulation of fluid in the lungs. However, the CT showed no lung edema. The indicated value was around 22.6 whereas the expected value was below 15. No error message was shown on the monitor. The monitor and cable were replaced but the problem was not solved. The catheter replacement was not performed. The customer commented that the bolus injection was performed properly and injectate temperature was shown normally on the monitor. On the other hand, the thermodilution curve was smaller than usual. The volumeview catheter was used for the patient with aspiration induced by subarachnoid hemorrhage in order to assess lung condition. Possible factors contributing to the issue are artificial respirator, sequential compression device, catheter position, and medicinal solution infusion through the cv catheter. Patient was male, (B)(6) year old, 167cm, and (B)(6). There were no patient complications reported.

Manufacturer narrative:
The reported event of co measurement issue was not able to be confirmed during evaluation. No visible damage or inconsistency was observed on catheter body during visual examination. The thermistor connector was connected to ev1000 and no error message was shown. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on ev1000 monitor. Temperature reading accuracy is plus minus 0.3 c per ev1000 manual. Thermistor circuit was continuous and there were no open or intermittent conditions. Thermistor connector was opened and found to be no visible inconsistencies. Thru lumen was patent without any leakage or occlusion. Further evaluation regarding supplier related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.